Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2004 and mesh was used. Dates not clarified. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient has the mesh implanted on (B)(6) 2004 and the underwent removal of the vaginal graft on (B)(6) 2004.

Manufacturer narrative:
Lawyer-filed report (B)(6). It was reported that the patient had a gynecological procedure in order to treat uterine prolapse, paravaginal defect and, rectocele and mesh was implanted. It was reported that following insertion, the patient experienced pain, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia, and vaginal scarring. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total vaginal hysterectomy and cystoscopy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 04/19/2017. (B)(4). It was reported that following insertion the patient experienced severe urinary incontinence.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, dysuria, nocturia, and polyuria.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, dysuria, nocturia, and polyuria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-07316. The same patient is represented in each medwatch. (B)(6).